Manufacturer narrative:
The pod was received deployed. The exposed portion of the soft cannula was found to be torn. This tear diverted fluid from its intended path creating a leak. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the back between 36 and 48 hours. A new pod was applied as treatment.